Event description:
Pt who was implanted with sparc sling in 2002 reported that since the implantation of the mesh she has suffered from sling extrusion through the vaginal mucosa which caused severe pain, mesh shrinkage and worsening dyspareunia. Pt required surgical intervention for repair.